Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited suspected device firing on monitor, pacing spikes and failed sensing. The ipg remains in use. No patient complications have been reported as a result of this event.